Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6)-year-old woman had intraoperative fracture in the greater trochanter, which was fixed with cerclage wire. (Srom sleeve, srom stem) this has been reported on (B)(4). That same (B)(6)-year-old woman had an infection 3 months after surgery, all components were removed. This included 2 screws, cup, liner, head which are now being reported on this pc. The stem and femoral sleeve have previously been reported. The antibiotic-loaded cement spacers were placed. The patient had femoral fracture resulting in the breakage of stainless steel 8 months after first-stage surgery. There was no indication given as to the manufacturer of the cement spacers or components that were involved. Patient received cementless total hip with solution cementless femoral stem and required a an acetabular tantalum augment was used for the reconstruction of acetabular defect. At 9-year follow-up a radiolucent line was identified around the femoral stem, no revision was noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary:.no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.